Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was damaged and that the pump experienced intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jul-2018 with the following findings: no power reboots were observed in the black box. The battery compartment was cracked above and below the bumper pad. No moisture/corrosion was observed in the battery compartment. The battery cap was not returned. A test battery cap was able to fit to maintain electrical connection and was used to complete a 24 hour duration test. No power reboots were duplicated during this time. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found.